Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: CT scan revealed that filter has stenosis, is tilted with struts perforating thru the vena cava wall into the mesenteric muscle. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had indications of being a high-risk to undergo general surgery and a progression of deep vein thrombosis with adequate anticoagulation. The filter subsequently malfunctioned and caused injury and damages including, but not limited to filter stenosis, and tilted with struts perforating through the vena cava wall into the mesenteric muscle. Per the patient profile from (ppf), the patient reported tilt, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but there is no documentation of a removal attempt. Additionally, patient stated he can¿t undergo surgery to remove the perforated filter due to poor heart health, so he must leave the filter in place, and worries and suffers mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and muscle; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The phr review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: CT scan revealed that filter has stenosis, is tilted with struts perforating thru the vena cava wall into the mesenteric muscle. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The following additional information received per the medical records indicate that, patient had indications of being a high-risk to undergo general surgery and a progression of deep vein thrombosis with adequate anticoagulation. According to the information received in the patient profile from (ppf), patient reported tilt, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but there is no documentation of a removal attempt. Additionally, patient stated he can¿t undergo surgery to remove the perforated filter due to poor heart health, so he must leave the filter in place, and worries and suffers mental anguish that the filter will kill him.

Manufacturer narrative:
Correction to (product code).